Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that all of the keypad buttons were unresponsive and there was moisture on the display. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: all of the keypad buttons were responsive. Contamination was found on the button contacts. The pump had a leak at the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.